Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional testing. The evaluation confirmed that the lcd assembly was damaged from being dropped. However, the reported issue of 'device does not power on' could not be confirmed. The unit powered on without issue. Internal complaint number: complaint: (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) was dropped, which caused the screen to crack. The device subsequently could not be powered on. There were no patient effects reported, and the device was returned for evaluation.